Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
Customer reported the insulin pump had a dark mark on the screen that almost looks like there was a pixel issue on the inside. Customer noticed a scratch. Customer's blood glucose was 74 mg/dl. Customer was unaware if the device was dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.